Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) system explant procedure. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02, serial: (B)(6), batch: 186201, UDI: (B)(4). Product family: scs-ipg-r-MRI/scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a35881/a35535, UDI: (B)(4). UDI: (B)(4). Product family: scs-ipg-r-MRI/scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 134863/151382/162770, UDI: (B)(4). UDI: (B)(4). UDI: (B)(4).